Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
In the last few months, I have increasingly encountered clogged or poorly permeable needles for the insulin pens. You have to exert a lot of pressure on the syringe to be able to inject. Often, when pulling out the syringe, a stream of insulin is released. You then don¿t know if you have injected enough. This is quite frustrating. This morning, I encountered 2 clogged needles again. I would like to hear from you what to do.